Event description:
On (B)(6) 2014, the reporter contacted animas stating the pump emitted multiple "loss of prime" alarms. The patient reportedly experienced a blood glucose (bg) value of 19.5mmol/l with extreme thirst. The reported bg value with symptom does not meet the animas criteria of an adverse event. This complaint is being reported due to the reported "loss of prime" alarm issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: a review of the black box revealed overwritten data on the reported event date of (B)(6) 2014. All ¿loss of prime¿ warnings were associated with a cartridge change or ¿no prime¿ warning after a power on reset (por). There was no ¿loss of prime¿ or any errors, alarms and warnings that occurred during the investigation. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.